Event description:
With the assistance of her home health nurse, the rptr did two back to back blood glucose tests. The tests were done with five minutes, using the same finger stick. The results were 124 and 159 mg/dl. She did not have any symptoms. On followup, a control solution test was done, with in range results of 126 (91-136) mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8